Event description:
Rec'd report of inability to administer meds via lav ports. A pt requiring a stat c-section for fetal distress was taken to or. When the crna attempted to access the lav port to give pentothal, he was able to administer a partial dose, but was unable to give full dose as the valve would not allow further administration. The crna tried the other lav ports and was unable to inject any medication. An attempt was then made to insert a needle through the port without success. The practitioner used inhalation anesthesia to put the pt to sleep for the procedure, but it was a lighter anesthesia than normal. The pt did not remember the procedure since she had rec'd enough sedation prior to the event. The tubing was changed with no further problems experienced. No harm reported to pt or baby.

Manufacturer narrative:
The used sample involved in the incident was returned for analysis. During the sample evaluation, a b-d plastic luer lock syringe was attached to the set's lower y-site luer activated valve (l.a.v.) And flow through the valve was achieved. The evaluation also revealed that the flow through the l.a.v. Could be stopped if the syringe tip was advanced sufficiently to seal off the l.a.v. Valve disc against the valve housing. Modifications to the l.a.v. Design, including elongation of the inlet port, have been implemented in order to address reports of this nature. Corrected data: manufacturing site registration number was corrected from "57302" to "6000096". This has resulted in a new manufacturer's report number on this follow-up report. This is a follow-up to abbott manufacturer report number 57302-1998-17.